Event description:
Per hcp the pt's pump had increasing residual amounts at 4 successive refills. The amounts were 1 cc, 2.5 cc, 3-4 cc and 15 cc at the last refill. With this last amount the pt experienced severe withdrawal symptoms. The pt's primary symptom was return of severe pain and pt felt very ill. The pt was receiving sufenta and the "caines" in the pump as stated by the hcp. The pt was started on oxycycontin which did not completely control the pain. The dye test was performed and the catheter was found to be ok. The rotor test was not done in light of the record of increasing residual amounts. The pump and catheter were replaced and the pt has recovered and is "doing fine."

Event description:
Per hcp the pt's pump had increasing residual amount at 4 successive refills. The amounts were 1cc, 2.5 cc 3-4 cc and 15 cc at the last refill. With this last amount the pt experienced servere withdrawl symptoms. The pt's primary symptoms. The pt's primary symptom was return of severe pain and pt felt very ill. The pt was receiving sufenta and the "caines" in the pump as stated by the hcp. The pt was tested on oxycycontin which did not completely control the pain. The dye test performed and the catheter was found to be ok. The rotor was not done in light of the record of increasing residual amounts. The pump and catheter were replaced and the pt has recovered and is "doing fine".